Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base. The conductor wire was broken as result. The broken piece was returned with the instrument. Components adjacent to the broken conductor wire do not show damage. The complaint regarding the broken jaw was confirmed by failure analysis.

Event description:
It was reported that the force bipolar instrument had a broken jaw. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.